Event description:
New information received indicated the unrelated infection was ongoing. The patient returned to the clinic with recurrent fistulas draining from the wound and a suspicious ultrasound showing a connection to the fascial space. There was no allegation the fistulas were related to the device or related procedure. Explant was planned but not yet completed. The patient was stable.

Event description:
New information received indicated the pacemaker was explanted and replaced. The reason for pocket revision was to address the ongoing pocket erosion. The pacemaker was exchanged because it was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Analysis found no anomalies.

Event description:
It was reported the patient presented to the emergency room. Upon examination, it was observed the pacemaker pocket had eroded. No surgery was completed yet. The patient was stable.